Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and had an audio/beep anomaly. The customer's blood glucose was over 270 mg/dl. The customer stated that the insulin pump began giving a loud, high pitched sound that was continuous and stopped the device from delivering insulin. He replaced the battery and reset the time and date, and the insulin pump alarmed again. He removed the battery again but for 24 hours this time, and after he reinserted the battery, he stated that the insulin pump seemed to get stuck. He noted that he had received a high sensor reading alarm on the insulin pump prior to the constant tone occurring. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. However, the display froze right after the pump displayed the time, and it was followed by an unexpected constant tone. The problem was isolated to the electronic assembly. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests, or verify the button keypad anomaly due to the frozen display. The pump was received with a cracked case at the display window corners and battery tube threads, as well as minor scratches on the lcd window.